Event description:
Trinity revision of the biolox delta ceramic head after approximately 1 month and 1 week due to infection.

Manufacturer narrative:
Per comp - (B)(4) initial report. The reporter has stated that they are unable to provide any further details regarding the event. An update on the patient has been requested. The appropriate device details have been provided and the relevant device manufacturing and sterilisation records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Per (B)(4) final report. The reporter stated that they are unable to provide any further details regarding the event. An update on the patient was requested but could not be provided. The appropriate device details were provided and the relevant device manufacturing and sterilisation records have been identified and reviewed. Review of these records revealed no product non-conformity or deviation from process. Based on the above, no further investigation can be conducted. The reported device was manufactured, packed and sterilised in accordance with the relevant standards and specifications and thus the root cause of the reported infection has not been linked to the device and is considered as external. Infection is a known risk with any invasive surgery. This case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the biolox delta ceramic head after approximately 1 month and 1 week due to infection.